Event description:
The pt stated, she tested her blood glucose before dinner and it measured 178 mg/dl. She stated, this is a little high and her normal blood glucose range is 70-120 mg/dl. She did not report any symptoms of high blood glucose. She stated, she then bolused 5.5 units of insulin and only 1.0 units were delivered and the infusion device gave an occlusion error (e4). She then discovered that, the outer tubing of her infusion set had separated from the inner tubing about 3/4 of an inch and the inner tubing was leaking insulin. She then changed the infusion tubing and bolused the remainder of the previous bolus. The pt was able to address the issue without requiring medical assistance from a healthcare professional or second party. Product was requested to be returned for evaluation.